Event description:
It was reported that the reverse speed for the hand piece for battery powered driver does not work and the forward speeds run ¿rough¿. The issues were discovered post-operatively after the cleaning process. There was no report of patient or surgical involvement. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Additional device product code: gxl. Device is an instrument and is not implanted/explanted. The subject device has been received and is currently in the evaluation process. A service history record review has been requested. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
A service and repair evaluation was preformed: the customer reported the reverse speed was not working and the forward speed was running rough. The repair technician reported motor failure as the reason for repair. The cause of the issue is unknown. The following parts were replaced: circuit board, motor, membrane switch/flex circuit, and all applicable components. This item was repaired, passed synthes final inspection and returned to the customer on (B)(4) 2015. The evaluation was confirmed. Service history review was preformed: lot #001242/5543031 a service history of the past three years has been reviewed. The item was previously returned for service on 9-oct-2014 due to motor failure. The customer called in a service request for this item on (B)(6) 2015 and reported the device is inoperable. The previous service condition of motor failure is relevant to the current complained issue of the device is inoperable. The manufacture date of this item is 6-jul-2007. The source of the manufacture date is the release to warehouse date. The service history evaluation is confirmed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.